Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Photo review: one photo was provided, the image shows a snf femoral delivery system in a femoral approach. The proximal portion of the handle is not fully advanced to the tuohy-borst adapter. Based on the photo provided, failure to expand and positioning issue can not be confirmed. Conclusion: based on the image review, partial deployment can be confirmed; however, as the dome was not fully deployed outside of the introducer sheath, failure to expand can not be confirmed. The investigation is inconclusive for positioning issue, as the images and cine run provided does not show the location of the deployed filter. Per the reported event, the physician only deployed the filter halfway, and stated the dome of the filter did not expand. However, after reviewing the cine run and image received, it appeared that a portion of the dome was still contained within the sheath as it was visible proximal to the sheath's marker band. This would likely prevent the dome from fully expanding. The handle of the delivery system was not fully advanced to the tuohy-borst adapter in the photo provided as recommended in the IFU. Per the IFU, "continue forward movement of the pusher wire until the filter advances to the radiopaque marker on the distal end of the introducer catheter. Note: with the filter positioned between the radiopaque markers of introducer catheter, the proximal end of the pusher wire handle should be positioned at the tuohy-borst cap of the y-adapter." Therefore, it is possible the user did not fully advance the filter before unsheathing the filter by retracting the introducer catheter assembly. It is possible that the manner in which the user deployed the filter contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: note: room temperature saline is required to assist filter delivery and maintain catheter patency. Saline solution must be infused during the delivery of the simon nitinol filter through the 7 french introducer catheter. Note: with the filter positioned between the radiopaque markers of introducer catheter, the proximal end of the pusher wire handle should be positioned at the tuohy-borst cap of the y-adapter. Additional delivery, deployment suggestions and specific warnings, precautions and directions for use of the simon nitinol fileterare included in the current IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No device, no medical records and no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava deployment procedure, the filter dome allegedly failed to fully expand, the healthcare provider began to retract the filter and deployment sheath as one unit; however, the filter allegedly expanded and deployed in the left iliac vein. The deployment sheath was removed and the procedure was completed. Monthly follow up was implemented, approximately two months post filter deployment, the patient reportedly experienced left leg swelling and imaging identified dvt had formed in the left leg, the health care provider reported the unintended filter location may have contributed to dvt formation. Additional medical follow up was required and medical intervention was suggested which the patient refused. Current patient status is unknown.

Manufacturer narrative:
Images were received and reviewed. Based on images provided, the vena cava filter can be confirmed as a simon nitinol filter. Partial deployment of the filter was identified; however, complete filter deployment cannot be confirmed based on images provided. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.